Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the hyperform balloon was used to perform pta after implanting the pipeline. A pta was performed after implanting the product in the area to be crimped, but the hyperform balloon was unnatural and did not inflate properly. On the screen, it was confirmed that the contrast agent was leaking from the balloon; the physician determined that it was a defect. No patient symptoms or further complications were reported as a result of this event.

Event description:
Additional information was received. Guidewire manipulation was used within the range of about 1-8 cm. The guidewire that was used with the balloon was non-medtronic. During the inflation, the guidewire tip was advanced out of the catheter tip within about 8 cm. The physician shaped the guidewire tip into a j-shape. Contrast ratio that was used was 50/50. Injection rate was steady. The balloon was flushed as indicated in the IFU. It is unknown if the guidewire hydrated for more than 30 seconds. A normal in-def with a syringe was done to deflate the balloon. It was confirmed that the catheter and guidewire was removed out of the body, but it seems that no blood clot adhesion has been confirmed. It is unknown if blood entered the catheter lumen. It seemed that it was a little difficult to guide during the catheter operation, but a kink was not confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: vis (m-78210). As found condition: the hyperform balloon catheter was returned for analysis within a shipping box and a plastic pouch. Damage location details: no damages were observed on the hyperglide catheter hub. The hyperglide catheter body showed no bends or kinks. Upon visual inspection, the hyperglide balloon appeared to be in good condition. Testing/analysis: the hyperform balloon catheter could not be flushed, likely due to dried contrast material. To test the balloon for inflation, the hyperform catheter was dissected (cut). A mandrel was inserted into the distal tip of the balloon, and the balloon was inflated. The balloon's mid-section was found to be leaking and could not maintain inflation. Microscopic inspection revealed a tear in the balloon tubing at the location of the leak. Conclusion: based on the device analysis and reported information, the customer's "no/slow inflation" report was confirmed as the balloon was found damaged (torn) and leaking. No issues were reported preparing the balloon prior to use; therefore, the damage likely occurred during use. Damage can occur during navigation, as well as multiple inflation attempts (fatigue), overinflation, or extensive manipulation of the guidewire while the balloon is inflated. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.